Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was being done when the suture broke (removal from package / during passage through tissue / during tying / post-op)? The suture broke during passage through tissue.

Event description:
It was reported that a patient underwent an appendectomy on (B)(6)2017 and suture was used. Suture broke during use. A second like device was used to complete the procedure. There were no patient consequences reported.